Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was hard wear and tear on the patient's system controller. The controller had dim green led lights. The controller was exchanged and log files were sent for review. A review of the log files revealed clusters of pulsatility index (pi) events. No abnormal controller alarms or pump faults were seen in the log file.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of dim green light emitting diodes (led) was confirmed via evaluation. A review of the log files contained data spanning approximately 130 days ((B)(6) 2023 ¿ (B)(6) 2024 per timestamp). All of the captured data appeared to show the system controller operating as intended. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis. No physical anomalies were observed. Upon connecting the system controller to a mock circulatory loop, the green leds that signify whether the pump is running were observed to be dim; however, the controller was able to operate the pump as intended throughout all testing. The system controller underwent functional testing and passed without issue. Although the root cause of the reported event was unable to be conclusively determined, the issue of dim green pump leds on the system controller has been addressed via a corrective and preventative action (CAPA). This controller was manufactured before the CAPA was implemented. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) describe the system controller user interface, including all lights, symbols, and on-screen messages, and explain how to perform a system controller self-test. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate 3 instructions for use describes how to use the system monitor to properly download log files from the heartmate 3 system controller to a data card. This section also instructs users to contact abbott if they have any questions regarding log files or understanding log file information. The heartmate touch communication system quick start guide describes how to properly download log files with the heartmate touch so that they can be sent to abbott for diagnostic purposes. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.